Event description:
A surgeon reports that an intraocular lens (iol) was placed in the sulcus due to the pt's restlessness during surgery. Approximately six weeks after the initial surgery, the iol was explanted due to dislocation. The incision was enlarged to accomodate removal of the lens. The surgeon states the haptics were positioned normally when the lens was implanted. However, during explantation, the surgeon observed that the haptic was turned the wrong way.